Event description:
It was reported that this patient receive inappropriate shock therapy for an atrial arrhythmia. The shocks appeared to accelerate the atrial arrhythmia into ventricular fibrillation (vf). Six shocks total were given, but therapy was not exhausted. Technical services was consulted. The device was operating per programmed and it was determined the reason the patient received the shocks was due to a device feature, sustained rate duration (srd). Technical services offered reprogramming options. During a separate episode, the patient received inappropriate anti-tachycardia pacing (atp) for an atrial arrhythmia. It was also noted the patient was experiencing a lot of ectopy surrounding the two episodes. The device remains in service. No additional adverse patient effects were reported.